Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. Action taken with dianeal therapy was not reported. At the time of this report, the patient had not recovered from the peritonitis event. No additional information is available.